Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. The customer was sent a motor controller blower printed circuit board assembly (pcba) to address the issue. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.